Manufacturer narrative:
Approximate age of device ¿ 2 years, 1 month. The replaced portion of the driveline was returned for investigation. The evaluation is not yet complete. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2018, low speed advisory, low flow, pump off, and driveline disconnected alarms occurred during power module support. The patient was asymptomatic. The driveline was reported to be intact with no visible impairment. Technical services reviewed the submitted log files, and pump stoppages were confirmed. The submitted x-ray images were unremarkable. On (B)(6) 2018, a distal end percutaneous lead (driveline) replacement was performed by the manufacturer¿s technical services representatives. No issues were noted after the system controller was placed back on a grounded power module patient cable. No additional information was provided.

Manufacturer narrative:
The patient remains ongoing on lvad support with an ungrounded patient cable for use with the power module, and no further issues have been reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information: it was reported that additional pump stoppages occurred on (B)(6) 2018 during power module support with a grounded power module patient cable. Technical services reviewed the submitted log files, and pump stoppages were confirmed. The submitted x-ray images were unremarkable. The patient was discharged home with an ungrounded power module patient cable and no further alarms have occurred. It was reported that the patient will use the ungrounded patient cable moving forward. No additional information was provided.

Manufacturer narrative:
The reported event of low speed alarms and pump stoppages was confirmed through the review of the submitted log file. Based on past experience with the hmii lvas and similar reported events, the hazard alarms and pump stoppages that occurred during power module support could be indicative of driveline damage; however, no damage was identified through the examination of the distal end of the driveline. Approximately 18.25 inches of the replaced portion of the driveline was returned for evaluation. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The pins of the metal connector appeared free from deformation. The silicone jacket, clear bionate, and metal braided shield were removed to examine the underlying wires. Visual inspection of the driveline revealed no evidence of mechanical damage or breakdown of the wire insulation. The driveline was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any areas of current leakage. The patient remains ongoing on lvad support with an ungrounded patient cable for use with the power module, and no further issues have been reported. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.